Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the integrated electrosurgical unit (iesu) or erbe generator and passed bipolar energy recognition. The instrument was connected to bipolar cautery cables on an in-house system and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the fenestrated bipolar forceps instrument was not responding to the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The fenestrated bipolar forceps did not move in the intended direction, since the intended direction was right and the observed direction was down. The issue was persistent. The issue was resolved by using a backup instrument.